Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was unable to feel stimulation on the left side. There was no report of patient harm or injury. The patient underwent revision surgery. Both leads were removed, and two new leads were implanted. No additional information was obtained. Parts were not returned for evaluation. However, the device history record was reviewed. No relevant nonconformances were found.